Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -16.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was residue on product. Visual inspection found no visible damage to the lens, foreign material on lens surface (residue on lens) and the lens has a curved shape. (B)(4).